Event description:
It was reported blood leaded from the device hub.

Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation in two pieces. Microscopic examination revealed an angled separation through the shaft between the base of the hemostasis body and the handle. St. Jude medical has completed its investigation of complaints of hemostasis valve hub leakage or separation at the handle. A raw material batch of sheath polymer was a major contributor to the issue. The finished sheath brittleness increased with this raw material batch on specific sub-lots. That caused greater susceptibility to leakage or fracture. Corrective action is being implemented that places more stringent limits on the raw material along with other actions to minimize the potential for embrittlement of the sheath and its effect on the device.